Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to low out of range pacing impedances on the right atrial (ra) lead, measuring less than 200 ohms. Troubleshooting was performed and the impedances were 190 ohms in both the unipolar and bipolar configuration. It was noted the ra lead was programmed to bipolar sensing, and undersensing was observed. Boston scientific technical services (ts) recommended programming the device to unipolar pace and sense. This pacemaker and ra lead remain in service. No adverse patient effects were reported. Additional information was received that the right atrial (ra) lead was surgically abandoned and replaced due to low out of range pacing impedances. The pacemaker was explanted and replaced due to normal battery depletion (nbd). No adverse patient effects were reported.

Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to low out of range pacing impedances on the right atrial (ra) lead, measuring less than 200 ohms. Troubleshooting was performed and the impedances were 190 ohms in both the unipolar and bipolar configuration. It was noted the ra lead was programmed to bipolar sensing, and undersensing was observed. Boston scientific technical services (ts) recommended programming the device to unipolar pace and sense. This pacemaker and ra lead remain in service. No adverse patient effects were reported.